Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the right atrial automatic threshold (raat) test was detected as suspended in this implantable cardioverter defibrillator (ICD) due to the atrial rate being too high. Appropriate atrial capture was noted on the presenting electrogram (egm). Additionally, the device recorded a signal artifact monitor (sam) episode due to oversensing of noise resulting in the minute ventilation (mv) feature being disabled. Available lead measurements were noted to be stable and within normal limits. Technical services (ts) reviewed the sam episode and noted that the noise appeared consistent with electromagnetic interference (emi) during a potential procedure. Ts noted that the device had been interrogated by a programmer on the same day as the sam episode and mv was then reprogrammed back on. There was no further evidence of noise. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the right atrial automatic threshold (raat) test was detected as suspended in this implantable cardioverter defibrillator (ICD) due to the atrial rate being too high. Appropriate atrial capture was noted on the presenting electrogram (egm). Additionally, the device recorded a signal artifact monitor (sam) episode due to oversensing of noise resulting in the minute ventilation (mv) feature being disabled. Available lead measurements were noted to be stable and within normal limits. Technical services (ts) reviewed the sam episode and noted that the noise appeared consistent with electromagnetic interference (emi) during a potential procedure. Ts noted that the device had been interrogated by a programmer on the same day as the sam episode and mv was then reprogrammed back on. There was no further evidence of noise. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.